Event description:
Facility reported that unit was in use on a pt when it allegedly stopped cycling with no apparent alarms. A nellcor puritan bennett svc rep inspected the device and was unable to find any problems with the unit. There was no adverse outcome to the pt.